Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a biopsy was applied in a different location in the brain than anticipated and planned with the brainlab navigation involved, despite according to the surgeon: the outcome of the surgery/treatment was successful as intended. There was no harm or negative effect to the patient due to the first biopsy attempt, also not due to surgery/anesthesia prolong of ca. 5min. There was also no direct or increased risk of harm to a critical structure (e.g. Critical brain tissue or blood vessels) due to the first biopsy. There were further no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the at the target by ca. 7mm inaccurate location of the biopsy done with the aid of navigation was an insufficient distribution of points acquired by the user for patient anatomy registration to navigation, in combination with an inadequate patient scan used for registration, both not following brainlab requirements. Specifically, the overall point acquisition was not sufficiently widely and evenly distributed over the required patient skin surface, including right and left sides of the patient's face and unique bony areas such as the entire/both sides of the nose. Additionally, the preoperative patient MRI scan used for patient registration contained distortions (artifacts) across the patient's face, and visible skin shift on the sides of the head (e.g. Due to earphones or similar appliance during the scan) that did not match to the patient's actual anatomy at the procedure. Registration points were not acquired over this area, likely due to the visible distortions/skin shift, leading to unavailability of this necessary area for registration point acquisition. This insufficient distribution of registration points negatively affected the accuracy of the registration match. This caused the cranial navigation software to not find an accurate match in the region of interest as desired for this specific procedure in between the preoperative image dataset and the actual patient anatomy. Apparently the resulting deviation of the navigation display was not recognized by the user with the required thorough verification of the registration accuracy, and the necessary continued verification of navigation accuracy after draping, and throughout the procedure (prior to navigating the first biopsy attempt). There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery for a laser interstitial thermal therapy (litt) for a glioblastoma in the genu of the corpus callosum, located ca. 5-6cm deep in the brain with a size of ca. 14x20mm, has been performed with the aid of the brainlab navigation version 3.1. Placement of one laser fiber was intended and done, additionally a biopsy sample with a navigated biopsy needle was taken beforehand in the course of the surgery. A pre-operative MRI scan to plan the trajectory was acquired before the surgery on the same day, to reference the navigation display to. A trajectory was planned using the MRI scan. During the procedure the surgeon: positioned the patient in a supine orientation in a non-brainlab head holder, and attached the patient reference array for navigation to the head holder. Performed the initial patient registration on the pre-op MRI acquiring planned registration points on fiducials fixated on the patient's skin to match the display of the navigation to the current patient anatomy. Not accepting this registration, performed a surface matching registration instead by acquiring registration points with the softouch pointer, and the z-touch laser pointer, on the patient's skin to match the navigation display. Verified the accuracy, accepted the registration to proceed, adjusted the planned trajectory intraoperatively, marked the planned entry point with a pen on the patient's skin for reference, draped the patient and exchanged the reference array to a sterile one. Determined the location of the burr hole for the desired approach with navigation, and created the incision and a burr hole (craniotomy) of ca. 4mm by drilling through the navigated varioguide aligned to the planned trajectory. A (non-brainlab) bolt aligned to the trajectory as shown in navigation was inserted in the burr hole for the laser fiber. Used a navigated biopsy needle through the navigated varioguide with a temporary smaller insert for the needle, to take a biopsy sample following the planned trajectory (1 pass was intended). Acquired only cerebrospinal fluid with the biopsy attempt, determined thus to be in the ventricle ca. 7mm too deep from the intended location. Retracted the biopsy needle correspondingly by these ca. 7mm, and took another biopsy sample. This tissue sample was sent to pathology, and tumor diagnosis (glioblastoma) was confirmed as desired, indicating the intended target is hit. Inserted the (non-brainlab) laser fiber aligned by and following the placed bolt and the former biopsy trajectory, but also placing the fiber ca. 7mm less deep than originally planned, subtracted corresponding to the former biopsy verification. Performed a post-placement MRI scan before administering the laser therapy, and determined that the laser fiber was actually placed in the intended location as desired. Proceeded with the thermal laser treatment, completed the surgery successful as intended, and closed the patient. According to the surgeon: the second biopsy attempt with the needle corrected confirmed a diagnostic sample as desired, indicating the intended target is hit. The laser fiber for the intended treatment was correspondingly placed correctly, as confirmed at this surgery. The outcome of the surgery/treatment was successful as intended. There was no harm or negative effect to the patient due to the first biopsy attempt, also not due to surgery/anesthesia prolong of ca. 5min. There was also no direct or increased risk of harm to a critical structure (e.g. Critical brain tissue or blood vessels) due to the first biopsy. There were further no remedial actions necessary, done or planned for this patient. There was no prolong of hospitalization either.